Manufacturer narrative:
(B)(6). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. (B)(4): a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco veritas swivel handpiece was clogged. A description from the surgery center indicated during the quadrant removal of a dense nucleus, there was clogging and poor vacuum using the peristaltic pump and 20 gauge reusable straight tip. The surgeon pulled the handpiece out of patient's eye and tried different things in balance salt solution (bss). The system reached maximum vacuum in bss and it wasn't possible to have reflux. The tip was replaced, and it was the same issue. The clogging was resolved when the surgeon switched to an ellips fx handpiece and it worked as usual. The procedure was completed, and no patient injury reported. It was reported the handpiece will not return for evaluation as the handpiece was sent for cleaning and sterilization after the event and used the following day and is functioning normally.